Event description:
The patient was implanted in 2005. He presented about 3 months post procedure with shortness of breath, afib, low grade fever, and fatigue. It was suspected he had an erosion. The device was explanted and the defect patched during the surgery. The patient is doing well. In may 2006 aga medical received two (2) each cd's, office visit reports and operative reports for review. The documentation states endocarditis not erosion as originally reported.